Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console was evaluated due to the reported event of an m5: set speed not reached alarm. The centrimag console (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Available information indicates that the cause of the issue was isolated to the centrimag motor (evaluated separately), and the root cause of the reported event was not correlated to an issue with the console. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a suction event/drop in flows at 08:30 am on (B)(6) 2024. Rotations per minute (rpm) were initially at 5,000rpm with a flow of 4.87lpm, and after rpms were lowered in response to chatter, they were unable to be increased higher than 4500rpm and flows were at 4.1lpm. Received a m5 error on the centrimag monitor display. Volume was given, and also increased sedation but neither were effective in increasing flows. Performed a console and motor exchange, and immediately were able to return to 5,000 rpms and 4.89lpm of flow. Different motor and console combinations were tested and one motor was isolated for having consistent issues. The patient was cannulated for veno-pulmonary artery (vpa) extracorporeal membrane oxygenation (ECMO) 21f r femoral vein > right internal jugular (rij)/pulmonary artery (pa). The patient was then transferred to a different hospital on (B)(6) 2024 for further transplant workup.